Event description:
It was reported that the tip was broken. A direxion hi flo infusion catheter and non-bsc guidewire wire were selected for use in a prostate embolization procedure. After the direxion catheter had been inserted into the patient, the non-bsc guidewire was inserted into the catheter. The physician felt something unusual and decided to remove both the catheter and guidewire. The proximal tip of the catheter was damaged. The inner layer appeared broken. A new device, same model, was selected to complete the procedure. The patient experienced no adverse effects and was stable post procedure.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a direxion hi flo microcatheter with a y-connector on the sheath/device. Inspection revealed the outer shaft fractured 6.6 cm from the tip with the inner shaft stretched in-between the outer fracture. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the tip was broken. A direxion hi flo infusion catheter and non-bsc guidewire wire were selected for use in a prostate embolization procedure. After the direxion catheter had been inserted into the patient, the non-bsc guidewire was inserted into the catheter. The physician felt something unusual and decided to remove both the catheter and guidewire. The proximal tip of the catheter was damaged. The inner layer appeared broken. A new device, same model, was selected to complete the procedure. The patient experienced no adverse effects and was stable post procedure.